Event description:
Caller alleged discrepant inratio2 results compared to the physician's meter (type not known) and the lab draw. Results as follow: date: (B)(6) 2012; inratio2 meter: 1.2; doctor's meter: 2.6; lab draw: 2.8. All test were done within ten (10) minutes.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012; inratio2: (1.2); doctor's inr: (2.6); lab: 2.8; mean: 2.20; cond limits: (1.4-3.1). The mean of the inratio meter and comparative sys inr were calculated. The inratio value falls outside the limits, so the criteria are not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. No strip lot info was provided. No product associated with the complaint is expected for return. No further investigation is possible. Conclusion: analysis of the client's date from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional info. Root cause could not be determined from the info provided by the customer. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.